Event description:
It was reported that the patient experienced a change in therapy effect with symptoms of increased spasticity and slight mood swings which began approximately 1.5-2 weeks ago. Caller believed the patient had a "leak somewhere" because the patient needed to take oral meds to control the symptoms. No dye or motor studies on the pump had been performed. The plan was for the patient to have a revision of the pump pocket on (B)(6) 2012 since the pump was protruding quite a bit as the patient was gradually losing weight. The next refill date was (B)(6) 2012. Hcp was aware of the issues with the patient. The patient apparently caught her pump on a table and may have dislodged catheter. The pump was delivering lioresal. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).